Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the balloon had a pinhole. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. No resistance was encountered during removal of the blade protector. During the procedure, it was noted that the balloon was leaking air. The contrast agent became visible when the balloon was inflated. Also, a pinhole was noted, and blood was found inside the balloon. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.